Event description:
It was reported that this left ventricular (lv) lead exhibited a loss of capture (loc) in the maximum output in all the vectors. Additionally, lead dislodgment was confirmed by fluoroscopy. The patient subsequently underwent a revision surgery in which multiple repositioning attempts were made; however, it was ultimately decided to explant and replace the lead. No additional adverse patient effects were reported. This lv lead has not been received for analysis.